Event description:
It was reported that the patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) paddle lead were explanted due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date approximated, event occurred in 2022. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70. Serial number: (B)(6). Batch/lot number: 7072315. Model/catalog description: coveredge 32 surgical lead kit 70 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) paddle lead were explanted due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date approximated, event occurred in 2022. Additional suspect medical device component involved in the event:model number/catalog number: sc-8336-70,serial number: (B)(6),batch/lot number: 7072315,model/catalog description: coveredge 32 surgical lead kit 70 cm,unique identifier (UDI)#: (B)(4).investigation results:all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record:it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion:all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.